Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that he had a packaging issue - hardware was missing from his onetouch verio iq testing kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged missing product issue occurred on (B)(6) 2015, 09:30. The patient manages his diabetes with insulin (self-adjuster) and denied taking any action to his usual diabetes management routine as a result of the alleged missing product. The patient reported that on an unspecified time after the alleged issue began he developed the symptoms of "sleepy" on (B)(6) 2015, 09:30 the patient reported he attended emergency room (ER) and was treated by a health care professional (hcp) with a "glucagon injection" and at 10:00 obtained a blood glucose reading of "440mg/dl" on the ER meter. At the time of troubleshooting, the cca noted that the patient was unable/unwilling to answer if the closure seal on the packaging was intact prior to opening or what hardware was missing. When cca educated the patient on the correct contents that come with the kit, he confirmed there were was missing products. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although it is unknown how the product may have been a factor, the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.